Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 04/22/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that there is a hole in the catheter near the clamp. The catheter was removed and replaced.